Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: r el46j, serial/lot #: (B)(4), ubd: 09-jul-2023, UDI#: (B)(4); product ID: rel46j, serial/lot #: (B)(4), ubd: 06-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft was implanted during an endovascular procedure for the treatment of a ruptured abdominal aortic aneurysm . Non mdt limbs were implanted on both sides. External iliac artery (eia) landing was performed on the right internal iliac artery (iia) plug. During the index procedure, after final angiography a leak was found so an endurant aortic extension was implanted. At the time of touch up, a unknown balloon interfered with a suprarenal stent and burst. So even though the balloon was raised from the right contralateral side, it got caught in the suprarenal stent and was difficult to be retrieved. The balloon was retrieved somehow, but the type ia endoleak was still remaining. It was confirmed that 3 reliant balloons were used in the procedure and ruptured. In the two of them, the shape of the centre was poor, and there was a part where the suprarenal stent floated. It seemed that the inflated balloon came into contact with suprarenal stents and ruptured. The other balloon passed through the inside of the suprarenal stent which was lifted from the contralateral side with the guidewire floating, and then was stuck and ruptured while the balloon was being retrieved. Performing a chevar procedure was considered but the physician judged that additional treatment would be difficult due to the morphology of the suprarenal stent. Since it was not possible to place the patient under observation since it was a rupture case, the physician opted for an open y graft replacement and explanted the bifurcated stent graft and the cuff.  As per the physician the cause of the event was due to the patients vessel morphology and stated evar treatment was difficult. No additional clinical sequalae was provided and the patient is fine.